Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient visited ER and eventually hospitalised due to high blood glucose level on (B)(6) 2024.the insulin set was in use for 48 hours. The blood glucose level was 28 mmol/l. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.